Event description:
On 12/26/2023, it was reported by a sales representative via (B)(4) that an ar-9620-10d 10mm drill was inserted on the ar-9617 quick connect drive shaft and welded together. This was discovered during a reverse fracture procedure on (B)(6) 2023, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a followup report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual inspection identified the 10 mm drill had stuck with the quick connect drive shaft. It shows depth scratches on the surface, and the edges of the flutes had chipped. Functional testing was not performed due to the damage to the devices. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.